Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) in association with this right ventricular (rv) lead and the right atrial (ra) lead did exhibit noise oversensing that led to three instances of asystole greater than two seconds for the patient. In review of episodes, it appeared there were three episodes where asystole occurred, which the patient recalled had all occurred during plastic surgery occurrences. The patient had been sedated at the time of these non heart-related procedures and could not describe any symptoms.

Manufacturer narrative:
The boston scientific technical services consultant discussed that the next time such a procedure occurs, that electrocautery protection or magnet use with shorter bursts of cautery be applied. The patient indicated that no further procedures were anticipated. The technical services consultant discussed that since the episodes were correlated with the external noise, that there probably should not be ventricular sensing changes. The boston scientific local area sales representative stated that no device programming changes were going to be made. To date, these medical devices remain actively in service. If new information were to become available, this event will be updated.